Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Subsequently, it was reported that a minimum fill notification occurred after filling the cartridge with 180 units of insulin. Reportedly, the cartridge was changed to address the issue and the customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 151-161 mg/dl.

Manufacturer narrative:
Device not returned.